Event description:
During an atrial fibrillation / atrioventricular nodal reentrant procedure, the catheters could not be visualized on the ensite x system properly and a delay occurred. The catheters were distorted, the egms were noisy, and real time impedances could not be achieved. The tacticath was replaced twice and the flexability was replaced with no resolution. After a call to tech support, it was determined that the ampere generator was faulty and was replaced to continue the procedure.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the serial number is unknown. Based on the information received, the cause of the reported display issue and subsequent delay remain unknown.